Manufacturer narrative:
The investigation has started. Results will be provided with a separate follow-up-report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.

Manufacturer narrative:
The electronic device malfunction was not available for investigation. However, based on the given information and the on-site checking by the draeger service technician, it could be concluded that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor has been replaced consequently. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The replacement of the motor assembly has already solved the problem. After replacement, the device passed testing and was returned back to use with no further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during use. There was no injury reported.